Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine [25 mg/ml] with an unknown dose. It was reported the patient was admitted complaining of having a lot of pain. The representative mentioned that the patient was a quadriplegic. It was unknown when the event began. The representative stated that they were planning to do a dye study the day of report. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported they were unable to aspirate at the dye study. The patient was being sent for a catheter revision; the date was to be determined.

Manufacturer narrative:
Catheter product ID 8731sc (B)(4) catheter product ID 8598a (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The cause of the inability to aspirate the catheter was malfunction of the catheter. The patient weight at the time of the event was (B)(6) pounds.